Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the customer's report, and the tension ring was found to be partially damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the damage of the ceramic beak of the inner sheath was caused by thermal and mechanical induced wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The damaged tension ring is attributed to improper handling and application of excessive force. Most likely, the tension ring was damaged by an impact, fall or by getting caught on another object. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the ceramic tip can break due to mechanical loading or thermally induced straining. Olympus will continue to monitor the field performance of this device.